Event description:
Additional information was received from the patient. They reported that the only problem was turning off the instruments by accident. The patient believe it is the location of the on/off switch, made it easy to turn it. The cause of the stim being unexpectedly turned off was not clarified, the patient just mentioned "off".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not feel stimulation and had a return of symptoms. For the past two to three weeks, they felt nothing from the system. They thought it was the batteries, so they changed them in the controller. On the call, they tried to sync, but saw poor communication. The patient was alone and did not have the antenna. They usually had their partner navigate the programmer. They tried repositioning multiple times, but still saw poor communication. They planned to look for the antenna and call back when they had that or were with their partner to make therapy adjustments. Later that day, they called back stating they had located the antenna and were requesting assistance connecting with the ins. They again mentioned that therapy was "not doing much," which they clarified meant they had a return of symptoms. They denied any recent trauma/falls. General use of the programmer was reviewed and the patient was walked through communicating with the ins. They successfully communicated with the ins and stated therapy was off. They decreased stimulation from 2.0 volts to 1.0 volts prior to turning on stimulation. They turned stimulation on and increased to 2.2 volts. They stated they did not feel the same sensation as when they first had the device implanted. Simulation felt "funny." They increased to 2.3 volts and confirmed they felt stimulation comfortably like they normally had in the bike seat area. They mentioned they had increased stimulation a while ago due to return of symptoms and their doctor had told them to be careful because they could "damage the implant and could hurt [themselves]." They increased to level two and went to the doctor but were advised not to do it because it might get damaged. They increased stimulation too strong at that time and thought they "pressed the wrong button." They confirmed this was related to the event reported in this case. They inquired about the "range" of the programmer and whether or not they needed to carry it with them at all times. Therapy and an external equipment overview were reviewed and the patient confirmed their understanding following education.